Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
A significant underinfusion of note occurred last weekend. Approx 1500 - 1800 cc of tpn fluid remained to be infused from a 3 l bag with about 3 hrs of expected infusion time left. The pumps display indicated it was delivering fluid correctly, but the actual fluid volume in the bag was not infusing into the pt. The nurse involved said the upper slide clamp was open, but there is another smaller slide clamp above the pump and she was not sure about the smaller one. The rate set was 139 ml/hr for 1 hr, 289 hr for 10 hrs and 139 hr for the last hr. The IV bag was hanging "way up." There was no pt injury.